Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction. The 90% stenosed target lesion located in the 1st diagonal was 10.0mm long, with a 2.75mm in reference vessel diameter. During the index procedure, the lesion was treated with predilation and placement of a 2.75x16mm taxus express2 stent and post-dilation with 0% residual stenosis. The patient was discharged 1 day later on aspirin and clopidogrel. At 170 days post index procedure, the patient was admitted for recurrent episodes of chest discomfort, which had accelerated in recent weeks. Myocardial perfusion imaging revealed evidence of a "very small" posterolateral myocardial infarction. In 2008, the patient underwent a coronary bypass graft (CABG) surgery with "saphenous vein grafting to the lad, 1st diagonal, and 2nd obtuse marginal (om). Following anesthetic induction, "the patient experienced cardiac arrest and was successfully resuscitated." Postoperative cardiac enzymes was elevated 1 day post the coronary bypass graft surgery. Seven days post bypass surgery, the patient was discharged on aspirin and restarted on "protocol-specified" dose of clopidogrel. The patient was "doing very well upon discharge."

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.